Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110024464 g7 dual mobility liner 44mm f lot# 014270, item# ep-200150 act artic e1 hip brg 28x44mm lot# 452220. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 5 months post implantation due to a fall resulting in dislocation and pelvis fracture. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes which confirmed that during early post operative course the patient had several falls resulting in acetabular fracture. Further, patient remained in a dislocated position for several months as per surgeon's recommendation. A uncontrolled fall and acetabular fracture can lead to dislocation, however, it cannot be determined if the fall solely caused the implant to get dislocated. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.